Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer ken called in for help on pca unit will not power on completely dead. On either side of main unit. That is the main logic board on unit issue, will send unit in for reapir. Services will call back when ready to send unit in for services repair.